Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on jun 7, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device, troubleshooting was done but the issue could not be resolved. Reimplantation is planned but has not taken place as of the date of this report.